Event description:
It was reported that, "the scrub tech was attempting to mix liquid and powder, was injecting liquid and halfway through, the syringe would not allow the monomer to pass through, so could not insert monomer into polymer. The scrub tech, "muscled" the syringe, to get it out, and the liquid monomer squirted out uncontrolled and so the mixture was not mixed as per specification. The product became hard fast, dr. Attempted to use the runny mix, but could not use properly. Opened a new one and used that one. This was for the left knee of this pt."

Manufacturer narrative:
Device not available for return. Internal investigation in process, but not yet complete.